Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving dialudid, dose and concentration not reported. Via an implantable pump. The indications for use were non-malignant pain, failed back surgery syndrome and degenerative disc disease. The patient was in more pain due to the degenerative disc disease and wanted to go back to the morphine because it does not clog as much per the patient. The patient reported the catheter clogging/sticking since 2012. The issue began in 2012 and (B)(6) 2012 the first reservoir flush occurred. The healthcare provider had suggested flushing the pump reservoir with pfns every 6 months. It was supposed to be flushed every 6 months. Per the patient it has been a year now since it was last flushed and the pump was still not delivering medication properly. The patient stated that the healthcare provider thought it was best to unclog it by using saline solution though the patient's back. The patient stated the issue has not really been resolved as it was supposed to be unclogged every 6 months, however, the physician is a busy physician and sticking to the 6 month plan has been difficult. The patient's next refill for the pump was (B)(6) 2015 and the patient stated they empty the pump and flush it that way. One nurse at the clinic is dedicated to refill the pumps. The patient had called the clinic for an appointment but the message is just passed on with nothing else occurring. Per the patient the increased s ticking/clogging of the catheter that has occurred as more disc areas are being herniated due to the degenerative disc disease . On (B)(6) 2015 the patient was scheduled for herniated disc surgery , a three tier fusion, as patient has herniated discs in his back and neck. For this year the surgery will be on the back of the neck. The patient was in severe pain after the first surgery for his herniated discs. Now more areas are "messed up", 3 behind patient's neck, 1 behind the mid section of back and l4-l5 were the original herniated discs. That was why the pump was implanted. The patient wanted to make sure the drug infusion system was delivering the medication properly prior to his next disc surgery.

Event description:
Additional information later received reported there were no circumstances that led to the catheter clogging/pump not delivering medication. Per the patient the healthcare provider had not flushed the catheter lines leading to the patient's spine yet. It was supposed to be every 6 months but per the patient their healthcare provider was a busy man. The catheter clogging/pump not delivering medication had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2016-05-11. The patient reported that they were due for a revision on (B)(6) 2016 and they have been experiencing pump difficulties where the catheter had been sticking not delivering medication correctly. The patient was wondering if they would get a new catheter too. The patient later reported being tired of the thing "sticking on me." They also noted they had experienced problems with the pump and "hoping it gets cleaned out in time" and "being at my doctor's mercy."